Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The patient was in real ventricular tachycardia (vt) however, during the episode the device exhibited oversensing. The patient was hospitalized for an ablation as is in constant non-sustained ventricular tachycardia (nsvt). The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.